Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of making a second row to complete the repair of the rotator cuff, the specialist requested a footprint pk 4.5. The user passed the 4 threads through the anchor, started, impacted and secured the footprint. A slight tension was given to the threads to cut them and the four threads came out of the footprint but the implant remained in the patient's bone. It was decided not to place a second footprint and to leave the rotator cuff repair with a single row. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. The torque limiter located at the proximal end of the handle is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.